Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using ob combination packs, vaginally for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, the string broke while attempting to remove the tampon. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Combination packs, vaginally for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, the string broke while attempting to remove the tampon. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 no valid lot number provided and no sample was returned. Based on lack of complaint sample and absence of trends, there is no evidence to confirm that the device failed to meet the specifications. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.